Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels of 49 mg/dl. Bg was addressed with carbohydrates and glucose tabs. Reportedly, the basal rate was adjusted to address the event. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.